Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 10mm opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed on the insertion valve seal of the device. The blunt tip trocar balloon inflated properly, and no leaks were detected. All other components were in proper working condition. Replication of the observed seal damage may occur if the dissector balloon system is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that no part of the device fell into the cavity of the patient. And there was no rapid loss of abdominal pressure due to the device issue.

Manufacturer narrative:
(B)(6).

Event description:
According to the reporter: during a laparoscopic assisted distal gastrectomy, the trocar seal was torn, resulting in a gas leak from the abdominal cavity. It was discovered as intraperitoneal gas continued from the seal area.there was no patient injury.